Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis due to touch contamination by hospital staff during ccpd therapy on the hospital provided cycler. It was explained the patient was found without a cap on their pd catheter twice following pd therapy which directly contributed to this infection as reported by a patient contact. The patient's adverse events were not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). File #: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).